Event description:
A malfunction alarm was reported due to a software error. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller was assisted with resetting the pump, and there was no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the malfunction recurred.